Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a vats lobectomy procedure, "closed done device fired the stapler" then could not open the device. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.